Event description:
This report summarizes one malfunction event. A review of the event indicated that model nod8lpt drainage device experienced a crack. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6)-year-old man weighing (B)(6)kgs.